Event description:
Customer requested to evaluate the pump for a free flow issue. The customer thinks there is a possibility of user error. The event occurred on (B)(6) 2013 while on the pt. At which time the pt had noxious stimuli. A narcan was also given to the pt to stabilize the symptom. The pt had recovered and was discharged.

Manufacturer narrative:
Visual inspection showed no damaged or bent to the pump's platen door. Pump passed a free flow test and volumetric accuracy was within (B)(4). The complaint could not be duplicated. (B)(4).